Event description:
Boston scientific received information that this right atrial lead dislodged twice at implant. Fluoroscopy was performed but got poor results. The next day the lead dislodged again. Subsequently, this lead was explanted and was replaced. No adverse patient effects were reported. Should additional information be received, this file will be updated. The event and explant dates provided do not make sense so they were left off of this report.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.